Event description:
A customer reported a cartridge alarm while the pump was in use, causing their blood glucose level to display as "high," although the exact value was unknown. They attempted to address this by administering a correction bolus via the pump. There was no assistance required from a third party, and the customer had no prior history of the same alarms with this pump. Technical support confirmed consecutive cartridge alarms and decided to replace the pump. The customer, who is not canadian, plans to use multiple daily injections as a backup therapy while waiting for the replacement pump, which was sent by technical support. They were given instructions for putting the pump into storage mode and returning it to tandem, which they understood and acknowledged.